Event description:
A malfunction alarm was reported with a code of malf 9, but there were no notable events prior to this. There was no reported adverse impact to the customer. The malfunction code was resettable, and after receiving assistance from cts, the customer successfully reset the pump, which prevented any recurrence of the malfunction code. The customer was instructed to continue using the pump and to call back if the issue reoccurs.